Manufacturer narrative:
Device evaluation:.based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the surface of the device. Observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture as well as "discrete subcapsular silicone deposit" diagnosed by MRI. Distributor reported right side capsular contracture, baker grade ii/iii. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii-iii.

Event description:
Patient reported right side rupture as well as "discrete subcapsular silicone deposit" diagnosed by MRI. Distributor reported right side capsular contracture, baker grade ii/iii. The device has been explanted and replaced with a non-allergan device.